Manufacturer narrative:
Concomitant medical products: w3dr01 ipg; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope fell, sustaining facial head lacerations. On device interrogation it was found that the right ventricular (rv) lead exhibited a trend of recorded high threshold for months. The rv lead was capped and replaced and remains in patient. No further patient complications have been reported as a result of this event.